Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd solomed¿ syringe without needle was damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: a photo was received, and it is possible to observe barrel damaged. DHR review: the batch record was verified and the manufacturing date for this batch was november 18th to 22th, 2016. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at syringes assembly process; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: no maintenance records that could be related to the defect are observed. Conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. DHR was performed, quality notification and maintenance analysis and no records potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe plunger rod damaged. The probable cause for the defect is related to a syringe jam at machine assembly, allowing the damage product flow of the process.